Event description:
Healthcare professional additionally reported "at the time of removal the implant doesn't appear to be ruptured, however it is covered with leaking silicone" and " trace peri-implant fluid". The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ gel bleed: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, left side rupture via MRI. And exchange from textured to smooth, due to the patient's concern with the product. The device has been explanted.